Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6), 2021, the cannulated drill bits is not cutting efficiently leading to excess heat being generated when drilling. It was unknown if the procedure completed successfully. There was no patient consequence reported. This report is for (1) 6mm/9mm cannulated stepped drill bit this is report 4 of 6 or complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.037.022 lot: f-29952 manufacturing site: selzach supplier: sphinx werkzeuge ag release to warehouse date: august 13, 2020 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the stepped ream stepped ream f/tfna helic blade+scr f/dh (p/n: 03.037.022, lot #: f-29952) was returned and received for analysis. The cutting edges were found dull. Hence the complaint is confirmed. The dull condition is consistent as an end of life indicator for the device. No other issues were identified during inspection. Investigation conclusion: the reported condition of the complaint device (stepped ream f/tfna helic blade+scr f/dh) is confirmed. After a visual inspection, it is determined that the reusable instrument is dull from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.